Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported tha the insulin pump alarmed motor error. The blood glucose reading is 600 mg/dl. Customer has treated with manual injection. The drive support cap is missing. Advised the customer to discontinue use of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and motor error alarmed during the prim test due to protruded/loose drive support disk. Unit had missing end cap sticker.